Manufacturer narrative:
Section b6: correction: (B)(6) 2023 hemoglobin 13.4. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator and indicated that they had fatigue and shortness of breath. Labs revealed hemoglobin had dropped significantly in 4 weeks. The patient denied bloody or black stools but did state that they were dark. The patient had been stable with international normalized ratios (inrs) , however, on (B)(6) 2023 they were subtherapeutic. It was planned to monitor hemoglobin, start protonix (pantoprazole), and hold warfarin. The working diagnosis was acute blood loss anemia. Treatment included vitamin k. A gastrointestinal consult was ordered and endoscopy found a few red spots in the small bowel with mild nonspecific inflammation. These spots were not suggestive of arteriovenous malformations. Two units of packed red blood cells were given. Care remained ongoing as of (B)(6) 2023.